Event description:
According to the rptr, the device will not operate on battery. There was no pt use associated with the report.

Manufacturer narrative:
Physio-control supplied parts info to customer for power supply assembly replacement.